Manufacturer narrative:
A device history record was reviewed for the suspected contour nex ez meter with serial # (B)(6) and no manufacturing anomalies were found.

Manufacturer narrative:
The customer did not return suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next ez meter and in-house contour next test strips from lot # 2epef11b using blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in as the customer's weight was not provided.

Event description:
The customer reported that she obtained blood glucose readings of 363 mg/dl and 89 mg/dl at 1:00 p.m. With the contour next ez meter. The customer was experiencing symptoms of hypoglycemia which she described as feeling warm and could pass out. The customer took relion glucose tablets and apple juice and recovered well. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.